Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset (por). There was no specific source of radiation associated with the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added event date. Change made to device conclusion, patient death set to not applicable. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. Critical ram parity error was noted on (B)(6) 2010 in the (B)(4) with a por severity of low. The device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added event date. Added device code for reset. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. Critical ram parity error was noted on (B)(6) 2010 in the s2d file with a por severity of low. The device should be able to fully recover after the reset.